Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the modular chemistry sample syringe, sample plunger, reagent syringe and photometer lamp. The fse adjusted the foam sensor and cleaned the hydropneumatics system. The fse also proactively completed an instrument preventive maintenance procedure. Although repairs were made to the instrument prior to returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneous high microalbumin (ma) results and caffeine (caff) results were generated from a unicel dxc 800 synchron system for two patients. Upon repeat, different ma and caff results were generated that were more believable and regarded as correct. The initial ma result was released from the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The caff initial result was not released from the laboratory. No other chemistry results on any other samples were questioned or repeated. Prior to the events, caff and ma quality control results were within the customer's established ranges. There were no instrument error messages or sample result flags generated. No specific patient information or sample collection/handling information was provided by the customer. The customer identified issues with the hydropneumatic system such as filled accumulators and foam/gel type substances in the vacuum accumulator and waste sump assembly.